Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the physician suspected microperforation of the ventricular lead because of small pericardial effusion and patient complaint of chest pain. The lead was repositioned and is still in use. The physician also reported that the patient's chest pain had resolved, so the assumption was that there was a perforation prior to repositioning. No patient complications have been reported as a result of this event.